Manufacturer narrative:
(B)(4). Covidien field service engineer inspected the device and replaced the exhalation valve flow sensor. The ventilator passed all the required test.

Event description:
Covidien received information stating that the ventilator had a ventilator inoperative condition. No patient involvement at the time of event.